Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reporters occupation is gastroenterology technician. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the peeling of glue was likely caused by excessive force applied, e.g. Roughly rubbed, at the time cleaning the device. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use. Warnings and cautions (p.7): warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The event date is (B)(6) 2021 when the glue peeling was noted. The reporters occupation and health profession are unknown at this time. The customers complaint of elevator stuck was not confirmed. Further inspection of the returned device found the bending section glue cracked. The scopes elevator water flow inlet was found loose with the adhesive peeling. The cause of the physical damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the during reprocessing, the forceps elevator was stuck and does not move down at all. There was no patient involvement reported. The device was returned for evaluation and the probe unit was found loose with peeling glue which is considered to be a reportable malfunction.